Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: : d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI:(B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a hand surgery a minilok qa+ w/ #0 ocord and os-2 needle w/bit broke. The device was received and inspected. Visual observations reveal the anchor was received separately from the inserter. No anomalies were noted on the anchor. The suture cover was removed to review the sutures integrity; however, they were not returned. No anomalies could be found on the inserter and the drill bit; however, the inserter was found to have a spot of biological matter. According with the visual inspection results, this complaint cannot be confirmed. Considering that the anchor is not broken and no anomalies were found on the inserter, we cannot determine a root cause why the customer experienced the reported failure. A manufacturing record evaluation was performed for the finished device lot number: 6l75668, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a hand surgery on (B)(6) 2020, it was observed that a minilok qa+ w/ #0 ocord and os-2 needle w/bit broke. Another like device was used to complete procedure with no surgical delay or patient consequence reported. No additional information was provided.